Manufacturer narrative:
Device was initially received for the complaint that the tried to upload the dl but wouldn't take it and screen has frozen during update. During investigation found the torn dso. This malfunction makes the event reportable. The complaint was confirmed during the event log review. There was no 12-month service history reported. The visual and functional testing was performed. During visual inspection found that dso seal, uso sensor/seal. The complaint was confirmed during the power up of the device. Upon further inspection found the dso seal torn, and the uso seal was lifting. Replaced the dso seal, and the uso seal, keypad, overlay, and labels. The device passed all testing criteria during performance verification testing.

Event description:
It was reported that the tried to upload the dl but wouldn't take it and screen has frozen during update. During investigation found the torn dso. This malfunction makes the event reportable. There was no patient involvement or harm.